Event description:
Additional information was received stating that the explanted generator is not available for analysis as it has been discarded.

Event description:
It was reported that the patient may have the generator moved and/or replaced. It was reported that the patient was experiencing bruising over the generator site. The neurologist reported that it was likely that the generator had migrated out of the original implant position. It is unknown if any patient manipulation or trauma occurred that caused or contributed to the bruising over the generator site. The patient underwent generator replacement on (B)(6) 2014. The surgeon reported that the surgery was taken to preclude a serious injury and that the patient has been doing favorably since the generator replacement. The surgeon reported that the relationship of the bruising to the vns was due to migration and the presence of the device. It is unknown how the generator migrated out of the original implant position. Attempts to have the generator returned for analysis have been unsuccessful to date.